Manufacturer narrative:
(B)(4). Medical devices: s001140, selex/magnum mod hd 40mm std, 105470; 11-300915, arcos 15x190mm spl tpr dist, 035830. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 01869, 0001825034 - 2018 - 01871. Remains implanted.

Event description:
It was reported that the patient experienced an estimated blood loss of 1000 ml during a right total hip arthroplasty revision procedure. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
The following report is submitted to relay additional information received. Concomitant medical products: s001140, selex/magnum mod hd 40mm std, 105470; 11-300915, arcos 15x190mm spl tpr dist, 035830; unknown stryker cup. The complaint is confirmed based on the surgical op notes that were provided. Review of the device history records for provided part number, lot number identified no deviations or anomalies that contribute to the reported event. It is reported that a non-zimmer biomet stryker implant was used with the reported biomet components. Zimmer-biomet has not confirmed the compatibility of this combination of devices, and this would be considered an off-label use of this product. However, it cannot be confirmed that this incompatibility has any definitive relationship to the reported event. Hence, the root cause of the reported issue is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.